Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (B)(4) was implanted on (B)(6), 2023. On (B)(6), 2023, the physician found that the valve was obstructed. The patient experienced ventricle enlargement, vomiting and dizziness due to obstruction. Therefore, it was retrieved on (B)(6), 2023. The valve has not been replaced since the patient was receiving anti-infection therapy.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the hakim valve (ID (B)(4)) was returned for evaluation. Device history record (DHR) - the product code 82-3834 with lot 4515945, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: biological debris was found around the valve mechanism and a lot of needle holes in the needle chamber. The valve was hydrated. The valve passed the test for occlusion. The valve failed the tests for programming, leak, reflux and pressure. The valve was retested for programming, the valve failed the test a 2nd time. The valve was dismantled and was examined under microscope at appropriate magnification; biological debris was noted on the spring, on the spring pillar, on the ruby ball, on the cam mechanism and on the base plate. The cam magnets were controlled; magnets passed. Root cause analysis - at the time of investigation, no occlusion issues were noted. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. The root cause for the failed programing, pressure and reflux test is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the cam mechanism and on the base plate. The root cause for the failed leak test is due to the large needle holes found in the needle chamber, as noted in the instruction for use (IFU) ¿to inhibit coring of the reservoir use a huber type needle (24 or 26 gauge).¿ the possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism.

Event description:
N/a